Manufacturer narrative:
This report is submitted on aug 25, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (specific date not reported) resulting in fixture loss. Subsequently, the abutment was removed on (B)(6) 2021 under a local/mac anaesthetic and the patient was replaced with a new abutment.